Event description:
According to the reporter: the handle became stiff after about half of the reload was fired on the small intestine and could not be squeezed after that. The surgeon tried to retract the black return knob, but could not. Therefore, the surgeon excised the tissue to remove the device.

Manufacturer narrative:
(B)(4).